Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel 600i synchron access clinical system. The fse inspected the system and confirmed the calibration values for sodium sample reference were out of range indicating carbon bridge needed to be replaced. The fse replaced the carbon bridge which resolved the issue. The fse performed system verification which resolved the issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is for carbon bridge. The beckman coulter identifier is (B)(4).

Event description:
The customer reported they questioned all ise (ion selective electrode) patient results which included sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), and calcium (ca) due to calcium sample drift on their unicel 600i synchron access clinical system. The customer did not provide patient demographic or data, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.